Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-jan-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the outer seal to the packaging came open. The packaging to the catheter looked like it was "smushed" or "cut through". The outer seal to the packaging of the catheter came open but the inside contents were all as expected. The catheter was replaced and the issue resolved. No patient consequence reported. Additional information was received. Damage was to the packing/adhesive containing the catheter. The device was secured properly in the tray. No damage to the device due to any part of the packaging being damaged. The device was not used on the patient.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The packaging to the catheter looked like it was "smushed" or "cut through". The outer seal to the packaging of the catheter came open but the inside contents were all as expected. The catheter was replaced and the issue resolved. No patient consequence reported. Additional information was received. Damage was to the packing/adhesive containing the catheter. The device was secured properly in the tray. No damage to the device due to any part of the packaging being damaged. The device was not used on the patient. The device evaluation was completed on (B)(6) 2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection of the returned sample revealed that the rocker arm was detached from the handle; however, welding residues were observed concluding in a good manufacturing assembly process. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No package was returned; however, according to the picture provided by the customer, the pouch was found open; therefore, the customer complaint was confirmed. The issue with the rocker arm could be related to the shipping of the device since the customer did not see any damage during the opening of the package. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).